Event description:
A prophylactic removal of pump to avoid in-vivo battery depletion was reported. The device was replaced and returned for disposal. Patient sustained no injury. Drug infused was lioresal 2000 mcg/ml at a daily dose of 500 mcg.

Manufacturer narrative:
(B)(4). Final analysis of the device revealed a high s2 battery resistance with the inhouse battery tester showing a resistance of 498 ohms. The battery logs showed .70 volt drop. Field logs were clean with no indication of a stall occurring at any time; low battery resets were seen during analysis.